Event description:
It was reported that during an ileus colic anastomosis the stapler did not place clips on a semicircle. The anastomosis was redone. The surgery was delayed. The surgery was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022 .batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The following information was requested, but unavailable: could you please clarify how long was the delay (hours/minutes)? Regarding "patient status/ outcome / consequences --> yes, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes,"; could you please provide more details? Was there any change in the procedure? If yes, please explain could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?